Event description:
The customer reported that the device failed in testing with defib and pacer test errors 00000, 30002, and 04000. There was no reported pt involvement.

Manufacturer narrative:
The customer reported that the device failed in testing with defib and pacer test errors 00000, 30002, and 04000. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.